Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Note 3 lots were in use please refer to: manufacturer report 1415939-2017-00017 for lot 68142m500 manufacturer report 1415939-2017-00018 for lot 69025m500.

Event description:
The customer observed (B)(6) results on the prism analyzer. No specific data or number of samples was provided, but the customer indicated (B)(6) of repeat (B)(6) samples were not confirmed by western blot in (B)(6). Per the package insert: repeatedly (B)(6) results indicate the presence of (B)(6) by the criteria of the abbott prism hiv o plus assay. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hiv o plus lots are less than the package insert upper 95% confidence intervals. Labeling claims were met for specificity. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.